Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract during use. The following information was provided by the initial reporter, translated from french: "failure to retract the needle into the protective sheath when inserting a peripheral venous line, resulting in a risk of bea."

Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2286179, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle was partially retracted inside of the needle shield. The tip of the needle was still protruding from the grip. The engineer could not identify any damage to the spring or determine if there was any damage to the full length of the barrel. Therefore, based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for testing the engineer could not determine a definitive root cause for this incident. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2286179, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle was partially retracted inside of the needle shield. The tip of the needle was still protruding from the grip. The engineer could not identify any damage to the spring or determine if there was any damage to the full length of the barrel. Therefore, based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for testing the engineer could not determine a definitive root cause for this incident. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract during use. The following information was provided by the initial reporter, translated from french: "failure to retract the needle into the protective sheath when inserting a peripheral venous line, resulting in a risk of bea."